Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was not performed because a tubing clamp was not available at the time of the phone call. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.